Event description:
It was reported that during an implant procedure, the physician experienced difficulty inserting the stylet into the lead. Later, the physician was unable to insert the stylet into the lead. The lead was not used, and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.